Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930480 . Batch no.: 0192995. It was reported there was a large hair inside the sterile packaging. A large hair inside the sterile packaging.

Event description:
It was reported there was a large hair inside the sterile packaging. A large hair inside the sterile packaging

Manufacturer narrative:
Samples and photos were provided for evaluation. Visual examination of the returned samples and photos indeed show the reported failure mode of hair inside the unopened package. As a result, bd was able to verify the reported issue. The most probable root cause is inadequate gowning by associate(s) during the manufacturing of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. The most probable root cause is inadequate gowning by associate(s) during the manufacturing of the product. Production record review was completed for batch/lot 0192995 and no non-conformances were noted during the manufacturing of this lot. No further action is required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.